Manufacturer narrative:
Internal report: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer condition improved - able to establish contact with customers and stated condition improved. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results accompanied by symptoms. The expected fasting blood glucose test result range is unknown. The customer did report symptoms of blurry vision, increased thirst, increased urination. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage is stored correctly in the bedroom. During the call a back to back on (B)(6) 2019 a back to back blood test was performed by the customer with results of 463 and 267 mg/dl fasting using meter. Customer bought a competitor's meter and did a meter-to-meter comparison and obtained high results. The test strip lot manufacturer's expiration date is 03/20/2021 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history. (B)(6).